Event description:
This is an event received regarding a subject who was enrolled in corza study (B)(4): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and had experienced hypoxia, anemia, large emesis, acute kidney injury, tachycardia, elevated lipase and elevated amylase after being treated with surgicel original (oxidized regenerated cellulose) due to moderate bleeding at the mesenteric fat of colon during retroperitoneal lymphadenectomy. On (B)(6) 2026, the subject signed the informed consent form and was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in) for moderate bleeding in the mesenteric fat of the colon during retroperitoneal lymphadenectomy. The product batch/lot number was not provided. The subject was admitted to the hospital on the same day. The subject experienced acute kidney injury (moderate) and tachycardia (moderate). Relevant laboratory test results included: potassium level was 3.1 (range unknown), hemoglobin 8.9 (range unknown), white blood cell count (total) 13.19 (range unknown). On (B)(6) 2026, the subject experienced hypoxia (severe), anemia (severe), large emesis (moderate), elevated lipase (moderate) and elevated amylase (moderate) due to original surgery. Post operatively, the subject had been tachycardic, but this is due to the sympathectomy that was part of surgery. Primary surgeons do not think this was bleeding but likely equilibration after surgery. The subject was desaturated and had an acute drop in hemoglobin to 6.3. Saturation spontaneously showed some improvement, and the subject was placed nothing by mouth (npo) and given one unit of packed red blood cells (rbc). On (B)(6) 2026, the subject received one unit of packed red blood cells (rbc). On (B)(6) 2026, the subject was discharged from the hospital. Action taken with surgicel original in response to the events, hypoxia, anemia, large emesis, acute kidney injury, tachycardia, elevated lipase, elevated amylase, was considered as not applicable (single use). The outcome of the events, anemia, acute kidney injury, tachycardia, elevated lipase, elevated amylase was reported as recovering/resolving. The outcome of the events, hypoxia and large emesis was recovered on (B)(6) 2026. The reporter assessed the events, hypoxia and anemia as serious (medically significant, hospitalization), and the causality was not related to surgicel original. The reporter assessed the events, large emesis, acute kidney injury, tachycardia, elevated lipase and elevated amylase, as non-serious and the causality was not related to surgicel original. The company assessed the events, hypoxia and anemia as serious (medically significant, hospitalization), and as not related to and unexpected for treatment with surgicel original. The company assessed the events, large emesis, acute kidney injury, tachycardia, elevated lipase and elevated amylase, as non-serious and as not related to and unexpected for treatment with surgicel original. Case comments: the company assessed the events, hypoxia and anemia as serious (medically significant, hospitalization), and as not related to and unexpected for treatment with surgicel original. Lipase and elevated amylase, as non-serious and as not related to and unexpected for treatment with surgicel original.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.